Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain; complex reg pain syndrome type I and spinal pain. The patient reported that they are having some issue with the lower stimulator. The patient could not specifically confirm which device had issue. Pss asked the patient if they were having issue with the device that was implanted in (B)(6) and the patient didn¿t know.